Event description:
The patient reported an elevated blood glucose reading of 389 mg/dl with his recommended range being 80-180 mg/dl. He said his only symptom was that his fingers became numb. He stated he mistakenly inserted an empty insulin cartridge into his infusion device. He said he did not notice the mistake until he had elevated readings and he looked at the cartridge. He corrected his blood glucose levels by inserting a new cartridge and bolusing insulin through his insulin infusion device. The patient was advised to always prime his infusion set until he sees insulin coming out of the tubing. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.